Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care facility via a manufacturer representative regarding a patient having discectomy's. It was reported that the bed rail attachment was binding and broken. There was no patient involvement reported. There were no further complications reported regarding the event. On 2025-mar-14 e1 (rep): additional information was received from the manufacturer representative stating that the two attachments were discovered binding in the reprocessing department. They will not tighten or loosen so therefore are unusable.

Manufacturer narrative:
H3:product analysis of product no:9560524, lot no:my23e001 after visual and optical examination and functional testing, it appears that the threads of the knurled locking screw are worn from what appears to be repeated normal use. This is consistent with anticipated wear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.